Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (controller temperature measured at 50-55c) could not be confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. At the end of the test run, the temperature of both controller surfaces (top and bottom) were felt normal to the touch. Thermal pictures taken of the controller's internal pcbs surfaces show that its electronic components are operating within the manufacturer recommended range. No failure detected. The returned controller passes visual and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The information for use states: warning! Do not drop the controller or other equipment. Dropping the controller could cause sudden stoppage of the pump. Dropped equipment should be reported to heartware and inspected. Warning! Damaged equipment should be reported to heartware and inspected. Always keep all connectors free of liquid, dust and dirt, or the heartware® system may not function as intended. Do not attempt to repair or service any components of the heartware® system. If heartware® system equipment malfunctions, contact heartware. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient has experienced a controller that has "increased heat", this is causing the patient anxiety. It is stated that the controller is not being covered with blankets or anything and that there has been no items or actions to cause the increased heat; controller temperature measured at 50-55c. The controller was exchanged with no reported consequences or impact to the patient. No additional information provided.